Event description:
The hcp reported the pt had a return of spasticity and a questionable withdrawal episode after a back surgery. A cap study was performed with the hcp reporting "unable to aspirate or inject." The catheter is being replaced. A follow up report will be sent when additional information is received.